Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2016-03366 / 03367). Product requested, not yet received.

Event description:
During a hip arthroplasty, the trial body would not unscrew from the implanted definitive distal stem. In order to unscrew the components, a screwdriver was used; however, the screwdriver tip fractured. The attached trial and definitive components were removed from the patient. Another device was used to complete the procedure after a ten minute delay.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
During a hip arthroplasty, the trial body would not unscrew from the implanted definitive distal stem. In order to unscrew the components, a screwdriver was used; however, the screwdriver tip fractured. The attached trial and definitive components were removed from the patient. The distal stem was reused to complete the procedure.

Manufacturer narrative:
Concomitant medical products: 31-301852 arcos 3.5mm hex drive zb160309, 22-300920 arcos 20x190mm spl tpr dist ha tpr dist ha 364250, 31-301303 arcos con sz c std 60mm trl 242320. Complaint sample was evaluated and the reported event was confirmed. Visual inspection found the tip of the driver to be fractured. The fractured portion of the driver is lodged inside the trial DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.